Event description:
The customer reported via maude report # (B)(4) that: a "pt on ventilator; oxygen analyzer alarm went off; oxygen analyzer read greater than was set fio2. O2 analyzer read greater than 5% off." (B)(4).

Manufacturer narrative:
We were alerted of this event by FDA report #(B)(4). The received FDA released info, did not contain the user facility address, contact or the ventilator's serial number. The info surrounding the event is too limited to enable us to perform an investigation. There is no record of the complaint in our system. Obtaining further info is not possible, therefore an investigation cannot be performed at this time. Furthermore, should any relevant info or part turn up, this complaint will be reopened and investigated further. (B)(4).